Event description:
It was reported the subject device had a blurry image. No patient harm reported.

Manufacturer narrative:
E2- health professional - no. E3- occupation - non-healthcare professional. The customer's allegation was not confirmed. The device evaluation found no image, the fiber was broken. Additionally, the connector had a loose adapter. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.